Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient went into surgery to be implanted with a dual chamber pacemaker for her av block. During the procedure, the doctor attempted to remove an rv lead, but found that the helix would not retract, despite his attempts to unscrew and ventricular sensing and threshold were not satisfactory. The lead was capped and replaced. There were no complications following the procedure.